Event description:
An mis procedure was performed on l4-l5 to navigate four screws. Final fluoroscopy confirmation revealed that the screws were positioned higher than the planned trajectory, and they were subsequently removed and successfully revised under fluoroscopy. No patient harm was reported. The investigation attributed the event to intraoperative instability and consecutive shifts of the perc pin reference platform, likely caused by inadequate seating within the psis bone combined with highly unstable patient bone. While procedural technique and human factors remain the most reasonable assumption, a definitive root cause could not be conclusively confirmed. As the system functioned as intended and no malfunction was identified, the decision to report is based on the inability to definitively rule out the event's potential for serious injury.